Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ileostomy closure, while using the stapler with its preloaded loading unit, there was poor staple formation. Additional suture reinforcement was used to repair the bleeding staple line.